Manufacturer narrative:
Reinforced surgical technique to customer. No product is being returned for evaluation.

Event description:
The surgeon placed the screws during acl repair approx 3-4 months ago. His pt complained of bone pain in the tibia. The pt was brought in, and the tibial site was excised and surgeon found a septic abscess at the site. The site was cleaned up, and the graft was healed within the tibial tunnel. No additional fixation was performed.